Manufacturer narrative:
Hill-rom technical support suggested changing the power supply board that houses the external alarm. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011. It is unknown if the facility performed any other preventative maintenance on this bed. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the brake not set alarm was not sounding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).